Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the clinic. Previously, the patient's right ventricular lead had a loss of capture, and the device was reprogrammed. The patient then complained of a pounding in their chest, which was determined to be pocket stimulation. The device was reprogrammed. The patient was in stable condition.